Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Microscopic inspection revealed the catheter was twisted and the imaging window had ripples. Device history record DHR review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. According to the instructions for use (IFU), the motor drive unit (mdu) must be off during the insertion of the device until it reaches the region of interest. However, device analysis findings of an imaging window and drive cable twisted confirm the mdu must have been on during insertion into the patient since twisting only occurs when advancing the device with the mdu turned on.

Event description:
Reportable based on device analysis completed on 05 mar 2026. It was reported that a catheter issue occurred. The moderately stenosed target lesion, with a length of 17 mm, was located in the left circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound ivus examination of the target lesion. During the procedure, the ivus catheter kinked and could not be inserted. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. However, device analysis revealed that the catheter was twisted and that the imaging window was rippled.